Event description:
It is reported that the stem subsided when impacting the liner. The surgeon was having difficulty impacting the liner onto the stem.

Manufacturer narrative:
Photos of the liner were not provided. As such, a determination regarding the condition of the liner cannot be made at this time. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.